Event description:
The account alleged the pt position module will not set in any of the modes. No pt impact.

Manufacturer narrative:
The account found the foot board had to be installed. The account zeroed out the scale to resolve the issue of user error.